Event description:
It was reported, the pt no longer had stimulation, and the ipg will not communicate with the external devices. The physician may undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.